Manufacturer narrative:
Additional and corrected data. B5 updated with both original and updated clinical narratives. The investigation is still ongoing.

Event description:
Updated clinical narrative: further clinical details have been forthcoming. The peel away sheath was removed out of the arteriotomy and pressure placed superior to the access site. The 14fr peel away sheath separated per IFU, repositioning sheath inserted into arteriotomy with angle matching with front tension sutures. Oozing occurred after insertion of repositioning sheath. Prior clinical narrative: an impella cp was inserted via the femoral artery to support the 64 year old male patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). The patient presented in scai stage c shock, but underlying medical history was not shared. The team observed bleeding from the femoral site and the radial access site under the tr band. The team adjusted the pump's repositioning sheath but the bleed persisted. Manual pressure did not resolve the growing hematoma and so the pump was explanted after under 1 hour of support. Of note, the patient was on anticoagulants and antiplatelets with heparin bolus of 16,000 units and 2.3 mg bolus of aggrastat. The patient was fully anticoagulated and blood pressure was high with map >145. Access site bleeding is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c,d, and e and patients who are anticoagulated. The pump explant was performed with no clinical consequence to the patient. Patient noted to have survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Bleeding was noted from the insertion site as well as the suture sites. Patient had also developed a hematoma at the femoral access site as well as the radial access site underneath the tr band. Repositioning sheath was adjusted and manual pressure applied superior to the access site with no improvement. Hematoma continued to grow. Decision was made to remove device.